Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: "the surgeon was using the impactor to impact a side plate onto a lag screw. On impaction, the handle cracked and broke in 2 pieces. All debris removed-large pieces." Additionally, it was reported; the procedure was extended however the length of the extension is unknown. No additional medical intervention, and no adverse consequences to the patient due to the surgical delay.

Manufacturer narrative:
Correction - please refer to d9/h3 - product was returned for investigation, h6 method code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received impactor was found to be damaged at the distal end. The device has been subjected to quite high non-axial impaction as a result of which one-half side of the breakage surface shows an abnormal breakage pattern while the other half is relatively cleanly separated. The rest of the damaged part including the compressed distal end, all indicate towards high impact forces being applied on the impactor. Note that this is a device where consistent high forces are being applied due to which there are chances of breakage of the device. It cannot be excluded that normal material wear also contributed to the failure over the years of usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The manner of the breakage pattern indicates towards application of high non-axial impact forces. The device is meant for only gentle hammering. If any further information is provided, the complaint report will be updated.

Event description:
It was reported: "the surgeon was using the impactor to impact a side plate onto a lag screw. On impaction, the handle cracked and broke in 2 pieces. All debris removed-large pieces". Additionally, it was reported; the procedure was extended however the length of the extension is unknown. No additional medical intervention, and no adverse consequences to the patient due to the surgical delay.